Event description:
Customer claiming that their rapid pcr test taken (B)(6) 2022. 14:04, positive test result was inaccurate as the patient claims they dropped the test kit swab on the floor before testing, and did not get issued a new test kit. The patient claims they know they are not positive and needed a negative test result for their upcoming trip. Information reported by user is being reported as required by 21 cfr 803.

Manufacturer narrative:
Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.